Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 1,100 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery and the cannula was bent. The customer changed the infusion set and reservoir and his glucose level still were high. The customer stated that he suffered two silent heart attacks. The time and date on the insulin pump were correct. The customer stated that he changes the infusion set every three days. The programming, basal, bolus, and daily totals were accurate. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.